Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when medical surveillance (ms) attempted follow-up to obtain further information. The patient reported that the meter issue occurred on (B)(6) 2016 at 02:00pm. The patient does not take any medication to manage her diabetes and continued her usual diabetic management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue, however stated that on (B)(6) 2016 at 02:00pm she had her blood glucose tested on another device which gave a reading of "301 to 351mg/dl" and she was treated with (B)(4) units of novolog insulin by a visiting nurse. During troubleshooting the cca noted that it was the first time the meter had been used and when the patient was educated on the correct testing procedure, the issue was resolved. Replacement products were sent to the patient this complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.